Event description:
Pt revised to address dislocation of contained liner with skirted femoral head.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and/or lot codes required were not provided. Based on the information known, the use of this +15 femoral head is contraindicated with either the pinnacle or duraloc constrained liners. Based on the investigation the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.